Manufacturer narrative:
While speaking with olympus technical assistance center (tac), the customer confirmed that the issue was narrowed down to the evis exera iii video system center by connecting the same endoscope to a different tower in which the images were displayed without any abnormalities. The customer expressed that they would like the device sent in for repair. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found minor corrosion on the bottom chassis and the unique identifier label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center displayed dark images. The issue was found during preparation for use prior to an unspecified procedure. The procedure was completed using a similar device. Additional information was requested but details were not known or provided by the reporter. The device was returned for evaluation. There were no reports of patient harm or procedural delay. During the device evaluation, the following reportable malfunction was found: faulty patient board set. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to patient board set failure. Olympus will continue to monitor field performance for this device.